Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation, the monitor delivered a monophasic pulse. The cause for the failure was an open t3 transistor. The root cause for the open t3 transistor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming testing.